Event description:
It was reported that an increase in capture threshold was observed and the patient was feeling stimulation. The lead was explanted and replaced when repositioning was unsuccessful. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Analysis was normal. No anomaly was found.